Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 27 mmol/l. The customer reported that the blood glucose level at the time of incident was 15.6 mmol/l. The customer reported that she does not feel well, had urinary tract infection (uti) and was on her way to the hospital due to ketones. The customer reported that she had ketones, felt nauseated and the blood glucose was very high. The customer reported that she has tried to treat with manual injections and also with insulin pump. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.